Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient reported they are getting vibrations from something and will not let them power off the controller. Patient mentioned that the controller is stuck on MRI mode, however, they're feeling vibrations and they know that that shouldn't be the case. Patient mentioned they were in the ER last night because they had a lot of moth bites. Patient mentioned that they think there's also a moth inside the controller. Agent had the patient reset the controller, however, patient mentioned that they rather not put the battery back on. Patient mentioned that they will just go back to their healthcare provider (hcp) to check about the vibrations that they're getting.